Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching 300 mg/dl, which remained above the target range for approximately one hour. The patient attributed the high levels to recent stress and reported giving meal announcements while not eating, which may have affected the device¿s algorithm and delayed glucose correction. No infusion set issues, such as bent cannulas or occlusions, were observed. The patient did not perform ketone testing, use professional medical intervention, or require additional assistance, and no immediate health effects were reported. The patient was educated on the risks of false meal announcements and advised that a remote clinical trainer would follow up for additional guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.